Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 240 mg/dl. Device was able to rewind. Device had alarmed no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.